Event description:
It was reported that the non-sustained right ventricular oversensing episodes were noted remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The asymptomatic patient did not receive therapy during the oversensing. On (B)(6) 2017, the patient went back to the clinic and the device was reprogrammed successfully. The patient remained stable.